Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12dec2020. B4: 13dec2020. H10: a blower assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. The blower assembly passed all testing. A high blower temperature alarm could not be duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07/07/2020.

Event description:
It was reported that while in use, the ventilator had an alarm indicating "a blower temperature is too high." The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The manufacturer¿s international service technician could not duplicate the reported issue. The service technician found the error code in the ventilator diagnostic logs indicating the blower temperature is high. The manufacturer¿s international service technician replaced the blower. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.